Event description:
It was reported that the device exhibited sudden battery depletion. During device check on (B)(6) 2017, the device showed 2.2 years remaining longevity. Patient was seen on (B)(6) 2017, device interrogation revealed 1.4 years longevity. On (B)(6) 2018, the device estimated less than 3 months to eri. After three days on (B)(6) 2018, the device reached eri. Inaccurate longevity estimate by the programmer was suspected. The physician elected to explant and replace the device. The patient was stable.

Manufacturer narrative:
The field event of a diagnostic anomaly was confirmed. The device, when received in the laboratory, had reached elective replacement indicator (eri) but not end of service (eos). The device was found to be within estimated longevity. The device was tested on the bench and was found to be normal. No anomalies were found. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, was not determined.